Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed. During the visual inspection it was found that the downstream occlusion seal was degraded. The downstream occlusion seal was replaced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device detects an upstream occlusion on a known good test set. There was no patient involvement.